Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and subsequently expired the same day, which was alleged to have been caused by exposure to naturalyte and/or granuflo product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.